Manufacturer narrative:
The pt died four days after the incident. An autopsy was completed and revealed that the cause of death was unrelated to this incident. On march 10th and on april 6, 2006, a gambro rn (rn), certified nephrology nurse (cnn) attempted to contact facility's research nurse about this incident. No response was rec'd. On april 27, 2006 she spoke with facility's research nurse, who stated that she was not at the bedside when the event occurred but found the weight incorrect discrepancy during a chart review. She questioned the bedside nurse about possible weight incorrect alarms. The nurse denied any alarms and did not recall the fluid discrepancy. The nurse did provide that the prisma set clotted and that she was unable to return blood to the pt. The pt's blood loss was estimated about 110 ml, but the pt did not require any medical intervention nor did the pt incur further injuries from this incident. The machine serial # was not reported. The machine was placed back into svc without a technical eval and the treatment history from this incident was deleted. No evidence the machine caused or contributed to the event.